Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked. Customer's blood glucose level was not impacted. Reportedly, the pump is still functional. The contact was unsure on how the pump became cracked. It was indicated that the customer would continue to use the pump until the replacement arrives.